Event description:
It was reported to philips that image storage was not possible because of an image disk problem no harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the electro physiology procedure was being performed when the issue occurred and was completed by restarting the system couple of times, with a delay of less than 20 minutes. The philips remote service engineer (rse) inspected system remotely and reviewed system log files, which revealed the image disk error in the x-ray pc. The rse stated that the image disk in the x-ray pc was faulty. The philips field service engineer (fse) went onsite and found image disk full message. To resolve the issue, the fse replaced and reinstalled the x-ray pc, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.